Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was trying to reset the pump and was unable to. Customer stated that his reservoir was low, so he was changing his infusion set and received a no delivery alarm. Customer stated that he is 1200 miles from home. Customer's blood glucose is 298 mg/dl. Customer treated with the insulin pump. Customer stated that he does not have a back-up plan. Customer stated that the alarm occurred during manual prime and the issue has been resolved. Customer had several no delivery alarms and low reservoir alarms in the alarm history. Customer stated that his blood glucose has been running in the 300 or 400's mg/dl in the last few days. Customer declined troubleshooting for high blood glucose.